Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to printed circuit board during visual inspection. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection. However, replace battery alarm, power loss alarm and power error 25 alarm confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, power loss and then alarmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at printed circuit board. Pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, missing display window cover, cracked reservoir tube lip, cracked retainer and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they kept getting power loss errors on the insulin pump. The insulin pump shut off during the night and their blood glucose level went up to 400 mg/dl. They did not mention any form of treatment for the high blood glucose. They were sleeping when the power error detected alarm occurred. They had gone through the steps to reset the insulin pump. It was noted that the customer had previously called to report a power error detected alarm. The alarm did not recur within a week of troubleshooting the previous occurrence. The device will be returned for analysis.